Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
PMA 510(k): was updated as the PMA/510(k) number provided in the initial medwatch report was incorrect. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products.